Manufacturer narrative:
The user complains in the ufr that the device has a rocker switch which can be used to switch-off the device totally. Obviously, this was not known to the user. No device or labeling error was identified. If the device is only unplugged from mains the operation is continued automatically on battery power. For complete activation/deactivation of the workstation the main rocker which is required and has to be used. The general safety info of the IFU starts with the initial warning message that any use of the medical device requires full understanding and strict observation of all info given in the IFU and in the labeling. The function of the rocker switch as well as the concept of battery operation are clearly described in the IFU. Thus, an adequately trained user should be able to recognize the operational status of the device. For the case that part of the trained info has gone lost, the IFU shall be kept near the device for easy access. Drager medical sees no usability related risk with the reported issue. It is even considered self-explanatory that a technical application which either can be operated via mains or battery would need a main switch for powering on/off.

Event description:
(B)(4).